Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered in the inner pouch of a flo-thru intraluminal shunt. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and loose particulate matter (pm) was identified on the inside wall of the inner pouch. The pm was inspected under a microscope and it was determined to be room temperature vulcanizing (rtv) silicone. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and it was found that one unit had been scrapped for particulate matter during manufacturing. Released product met all specifications and requirements. Should additional relevant information become available, a supplemental report will be submitted.